Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramp') in an adult female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), hyperhidrosis ("have excessive transpiration"), pruritus ("itching"), abdominal distension ("bloated stomach"), peripheral swelling ("swollen legs and feet"), fatigue ("fatigu"), tooth disorder ("dental issues,"), insomnia ("insomnia"), alopecia ("hair loss"), arthralgia ("pain in her hips"), musculoskeletal pain ("muscle- and joint pain"), headache ("headache"), musculoskeletal discomfort ("back and neck complaints"), gastrointestinal motility disorder ("problems with her bowel movements"), arthropod sting ("stings"), visual impairment ("problems with her eyesight"), neuralgia ("nerve pain"), hypoaesthesia ("numbness in her arms and legs"), disturbance in attention ("problem with concentration"), dysgeusia ("metallic taste"), acne ("acne"), amnesia ("amnesia"), breast pain ("pain in her breasts") and immune system disorder ("problems with her immune-system") and was found to have weight increased ("she gained weight"). The patient was treated with surgery (fallopian tubes were surgically removed). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, hyperhidrosis, pruritus, abdominal distension, peripheral swelling, tooth disorder, insomnia, alopecia, arthralgia, musculoskeletal pain, musculoskeletal discomfort, gastrointestinal motility disorder, arthropod sting, visual impairment, neuralgia, hypoaesthesia, disturbance in attention, dysgeusia, acne, amnesia, breast pain, immune system disorder and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, alopecia, amnesia, arthralgia, arthropod sting, breast pain, disturbance in attention, dysgeusia, fatigue, gastrointestinal motility disorder, headache, hyperhidrosis, hypoaesthesia, immune system disorder, insomnia, musculoskeletal discomfort, musculoskeletal pain, neuralgia, peripheral swelling, pruritus, tooth disorder, visual impairment and weight increased to be related to essure. The reporter commented: after removal most complaints were resolved but still appears to be susceptible for viruses and has allergic reactions, but she is feeling better now. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case should be mark for deletion due to potential duplicate of (B)(4) . All the information were transferred from retention case and legacy device report num (B)(4) medwatch 3500a MFR num were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramp') in an adult female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), hyperhidrosis ("have excessive transpiration"), pruritus ("itching"), abdominal distension ("bloated stomach"), peripheral swelling ("swollen legs and feet"), fatigue ("fatigue"), tooth disorder ("dental issues,"), insomnia ("insomnia"), alopecia ("hair loss"), arthralgia ("pain in her hips"), musculoskeletal pain ("muscle- and joint pain"), headache ("headache"), musculoskeletal discomfort ("back and neck complaints"), gastrointestinal motility disorder ("problems with her bowel movements"), arthropod sting ("stings"), visual impairment ("problems with her eyesight"), neuralgia ("nerve pain"), hypoaesthesia ("numbness in her arms and legs"), disturbance in attention ("problem with concentration"), dysgeusia ("metallic taste"), acne ("acne"), amnesia ("amnesia"), breast pain ("pain in her breasts") and immune system disorder ("problems with her immune-system") and was found to have weight increased ("she gained weight"). The patient was treated with surgery (fallopian tubes were surgically removed). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, hyperhidrosis, pruritus, abdominal distension, peripheral swelling, tooth disorder, insomnia, alopecia, arthralgia, musculoskeletal pain, musculoskeletal discomfort, gastrointestinal motility disorder, arthropod sting, visual impairment, neuralgia, hypoaesthesia, disturbance in attention, dysgeusia, acne, amnesia, breast pain, immune system disorder and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, alopecia, amnesia, arthralgia, arthropod sting, breast pain, disturbance in attention, dysgeusia, fatigue, gastrointestinal motility disorder, headache, hyperhidrosis, hypoaesthesia, immune system disorder, insomnia, musculoskeletal discomfort, musculoskeletal pain, neuralgia, peripheral swelling, pruritus, tooth disorder, visual impairment and weight increased to be related to essure. The reporter commented: after removal most complaints were resolved but still appears to be susceptible for viruses and has allergic reactions, but she is feeling better now. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.